Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). There is a planned lens exchange for an unknown reason. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Sex, age, weight, race, ethnicity: unk. Date of event: unk. Common device name: product code unk; esubmitter software does not allo for an unk or blank entry expiration date, implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).